Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had solid white display. Customer was not calling after receiving new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segments or partial display, display anomaly, solid white display anomaly or flashing display anomaly noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).